Event description:
It was reported that the pulse generator went into back-up vvi mode when update was attempted. The device was restored back to previous setting and the physician elected to not perform update. The patient experienced diaphragmatic stimulation as a result of the back-up vvi mode; however, it was resolved through reprogramming.